Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor is defective. It was found during testing. There was no patient harm.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 13-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Could not confirm customers complaint during 50 ml cassette test, the pump recognized the cassette when attached. Upon further investigation, found that the battery door was missing, and the battery compartment was cracked. Replaced the door, compartment, separators, gaskets, insulator, springs, pogo contacts, keypad and labels. Updated software. Performed dso/uso (downstream occlusion/upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.